Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used during a stone retrieval procedure of the common bile duct performed on (B)(6) 2013. According to the complainant, during introduction of the balloon outside of the patient, the guidewire was inserted into the distal tip of the device, however the guidewire would not exit at the exit port. It was reported that there was no damage noted to the device. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the exit ramp was torn, therefore this is now an MDR reportable event.

Manufacturer narrative:
It was reported the patient was over 18 years old. (B)(4) for the event revealed by the investigation of exit ramp torn. Investigation results: the catheter shaft was inspected for cosmetic defects and it was noted that the guide wire ramp was damaged; the exit ramp was torn from the catheter. A guidewire was successfully back loaded at the distal tip and exited at the ramp. The guidewire was also successfully front loaded at the guidewire introducer and it successfully exited through the distal tip. The c-channel was inspected and no defects were found. The reported event of the guidewire not exiting from the guidewire exit ramp was not confirmed; however the exit ramp was found to be torn from the catheter. Based on the investigation results and available information, the most probable root cause of handling damage has been assigned to this complaint as it is most likely that the complaint was caused by handling of the device during preparation for the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.